Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ hypodermic precisionglide¿ needle without safety was found with a sterile barrier breach as ¿the top of injection packaging broke.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
No sample or photo was available for evaluation by bd. Therefore, a quality engineer was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed. Bd was unable to determine any corrective actions or root cause for the reported problem of broken packaging. A device history review was performed. Thirty-one visual inspections were performed on 1,860 parts on the reported lot and found zero defects recorded during production. Qn review: no notifications were written for this batch. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.